Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient became pre-syncopal after their pulse generator and right ventricular lead were oversensing noise. The devices were explanted and replaced. During the case the patient was symptom free. The patient's condition post procedure was stable.